Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed on the index clip to report the single leaflet device attachment and recurrent mitral regurgitation. It was reported that on (B)(6) 2018 two mitraclips were implanted in the patient with pre-existing ruptured papillary muscle and grade 4 degenerative mitral regurgitation (mr) reducing mr to grade 1. The patient had recurrent mr grade 3 to 4 and a single leaflet device attachment was noted on echocardiogram when the patient was still in the hospital. Another mitraclip procedure was performed on (B)(6) 2018. Mr grade was reduced from grade 3 to 4 down to grade 1 to 2 with one additional mitraclip. There was no additional information provided.

Manufacturer narrative:
(B)(4). Lot history record (lhr) search was performed for both lots under part sequence one, 71009u177 and 71017u176. Part / lot number: cds0502/71009u177. Date of manufacture: 09-oct-2017. Expiration date: 09-oct-2018. Unique device identifier (UDI) number: (B)(4). Part / lot number: cds0502/71017u176. Date of manufacture: 17-oct-2017. Expiration date: 17-oct-2018. Unique device identifier (UDI) number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities. A review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of recurrent mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to the ruptured papillary muscle. The recurrent mr was likely a result of the slda. There is no indication of a product quality issue with respect to manufacture, design or labeling.